Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had multiple no delivery alarms on the insulin pump. Customer stated that the last alarm they received occurred yesterday afternoon. Customer's blood glucose level was 7.4 mmol/l. Customer has changed their infusion set since the last alarm. Customer uses the quick sets (9mm) and the serter. Customer had no pain or discomfort during insertion. Customer had no issues with bent or kinked cannulas. Inserter was working without issue. Customer had no scar tissue or inflammation around the insertion. Customer advised that the no delivery alarms occur after 24-48 hours from a set change. Customer was advised to monitor the issue and call back if issue recurs. No further assistance needed.